Event description:
After 2+ years of implantation, this patient received multiple inappropriate shocks due to noise. In addition, there was oversensing. The sorin ICD was explanted and a new paradym was implanted and connected to this lead. The lead remains implanted. Note: on (B)(6), 2011 it was decided to report the lead in this case. The sorin ICD was reported on an MDR on (B)(6), 2011.

Manufacturer narrative:
(B)(4), 2011.a response from the manufacturer is pending.since the lead remains implanted, the files from the programmer were reviewed. The files confirmed that the noise and oversensing episodes at the ventricular level were most probably due to a lead issue or lead-ICD connection issue. However, this could not be confirmed since this lead remains implanted.lead remains implanted

Manufacturer narrative:
(B)(6), 2011.a response from the manufacturer is pending. Lead remains implanted.

Event description:
After 2+ years of implantation, this patient received multiple inappropriate shocks due to noise. In addition, there was oversensing. The sorin ICD was explanted and a new paradym was implanted and connected to this lead. The lead remains implanted. Note: on (B)(6), 2011 it was decided to report the lead in this case. The sorin ICD was reported on an MDR on (B)(6), 2011.